Event description:
Same case as 2134265-2010-04288. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 1.5mm rotalink plus unit was being speed tested prior to entering the body. During the speed test the floppy rotawire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as 2134265-2010-04288. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 1.5mm rotalink plus unit was being speed tested prior to entering the body. During the speed test the floppy rotawire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire 325 cm floppy guidewire was received in two sections with diameter reduction noted at the fractured sites. Sem fracture analysis conclusions: fracture occurred in a torsion overload direction due to burr induced surface wear. The fracture surface exhibited primarily elongated dimple ruptures in a torsion direction. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user error. Per the dfu, "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". (B)(4).